Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a service provider, who stated that the device had evidence of thermal damage to the capacitor. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss healthcare is in the process of facilitating the return of the product for evaluation and will update this report should any additional information become available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.